Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 46822. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: 18-mar-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the presence of multiple system fault errors. However, functional testing was not able to duplicate the customer reported issue. Preventative maintenance was performed and the device then passed all testing.